Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.50/1.50/064 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was excplanted due to aniseikonia and headache. This exchanged resolved the problem. Cause of event was unknown.

Manufacturer narrative:
Patient identifier: (B)(6). Expiration date: 04/30/2024. (B)(4). Claim# (B)(4).